Event description:
International customer reports that a pt was re-operated due to a suspected intra-abdominal infection 24 hours aftere repairing a povh. The surgeon observed that the orc layer of the mesh was completely detached from the polypropylene layer.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.